Event description:
It was reported, the pt experienced a shocking sensation when the device is on certain settings and when the pt changes positions. There had not been any recent falls or trauma. The pt had two settings programmed in the device. When the program for standing/walking is on, he occasionally would get the shocking sensation that "freezes him" for up to a minute. There was not a consistent position when this would occur. Add'l info indicated movement would cause stimulation changes. The pt had a fall in (B) (6). Impedances showed open circuits with shocking occurring positionally. Impedance values were reading >40000 ohms. The pt was unable to program anything on 8-15 to produce stimulation. X-rays and palpation at the connection sites to narrow down the problem area were recommended.

Manufacturer narrative:
(B) (4).